Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6). On (B)(6) 2025, (B)(6) became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a leaking pd catheter. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was readmitted on (B)(6) 2025 due to a second event (initial event captured in file (B)(4)) of leaking from the pd catheter. The patient underwent pd therapy while hospitalized on (B)(6) 2025 without any reported difficulty, however on (B)(6) 2025 the pd catheter leak reappeared. On (B)(6) 2025, the patient¿s pd catheter was surgically removed, and a hemodialysis (hd) catheter (not a (B)(6) product) was placed. The patient was transitioned to hd the same day and was discharged home after her second hd treatment on (B)(6) 2024. The patient is currently undergoing outpatient hd while her abdomen heals, and a new pd catheter can be placed. Per the pdrn, the cause of the pd catheter leak was a small pin hole in the catheter discovered during its removal. The pdrn stated there was no (B)(6) device(s) and/or product(s) malfunction or deficiency to report. The patient is recovering from the adverse events and is tolerating the transition to hd without any reported issues. Based on the available information, the liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a (B)(6) device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a (B)(6) device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).